Event description:
It was reported that two patients who received humeral implants have been experiencing a "catching" sensation, an issue the surgeon has not encountered in years of using flex implants. This pi covers the second patient.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that two patients who received humeral implants have been experiencing a "catching" sensation, an issue the surgeon has not encountered in years of using flex implants. This pi covers the second patient.